Event description:
Caller reported a cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided a complete pump reset guide and assisted the caller in resetting the pump, after which the cgm error code did not reoccur. The caller successfully started their sensor session following the reset.